Event description:
The pt presented two mos after implant with redness and swelling at the device pocket. A device pocket culture grew staph aureus. The pt was treated with IV antibiotics and total system explant. The infection resolved and the pt did not experience drug withdrawal.